Event description:
It was reported that the patient implanted with this inflatable penile prosthesis ipp underwent a surgical procedure to replace their device with a smaller ipp as it was suspected the patient had an oversized implant. The procedure was completed without issue. There were no patient complications reported.